Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was explanted due to residual myopia. Reportedly, the doctor uses ocular response analyzer (ora) and sometimes the patients do not like what the ora predicts. No additional information was provided.

Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. Also, there was no incision enlargement, vitrectomy, or sutures used. The surgeon's name was dr. (B)(6) and the replacement lens was the same model, but different diopter of 22.5. The patient is also a male with date of birth (B)(6) and is doing good post-operatively. No additional information was provided. Based on the additional information received the following fields have been updated accordingly: age/date of birth: (B)(6). Gender/sex: male. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. Device returned to manufacturer?: yes. The product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.